Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports that during an undetermined urology the fluoro failed and the system gave an error. The staff was able to complete the procedure without fluoro. No reported injury.

Manufacturer narrative:
Mallinckrodt tech service initially spoke with biomed who wanted to know how to troubleshoot a generator overload , alarm 9. Tech service advised biomed on the sedecal service manual and the correct section on checking the igbt in the generator. Biomed couldn't resolve the generator overload alarm, and a field service engineer (fse) was scheduled to service the unit. Fse troubleshot the intermittent alarm 9 on the generator per sedecal service manual 710953 and the hut service manual 4041004 and found that he couldn't calibrate the x-ray tube. A bad x-ray tube was the actual issue. Fse installed and calibrated the replacement x-ray tube. Customer told fse they would not allow him to check / reset doses or perform the functionality check utilizing the checklist, instead, they wanted their in house biomed to verify the system. The system was left as "limited use as noted" as fse could not verify the system as fully functional or doses within specification. On (B)(6) 2015 customer reports to mallinckrodt product monitoring that their biomed verified proper operation of the system and it was fully functional.